Event description:
One of co's surgical nurses had an allergic reaction (dermatitis) from wearing mask just one time. The rash covered every part of their face. The same nurse also had at the same time, a severe hand dermatitis from one of the new soap sponges (that is not a cardinal product).